Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had rejected new batteries and lost data and settings and scratches and chips around battery compartment. The device will not be returned for analysis.